Event description:
It was reported that the balloon could not be removed from a 6fr cook sheath. After pta of iliac artery the doctor could not remove the balloon from the sheath. Pt developed a hematoma as a result of the procedure. Path was reported to be tortorous. Pt was fine after the procedure but expired the following day. Facility was unsure if there was a relationship between procedure and death. Pt was in poor health.